Event description:
A piece of the instrumentation was left lodged in the implant used in the patient's surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.